Event description:
I was implanted with essure on (B)(6), 2012. Afterwards I experienced severe cramping and very heavy bleeding. The cramping finally subsided but I continued to have episodes of severe stabbing pain in my right lower quadrant. Finally on (B)(6), 2014 the pain became unmanageable and I went to the hospital. They weren't able to find anything wrong except the essure. The pain has not let up and I'm in constant debilitating pain. My obgyn has agreed to give me a hysterectomy to remove the essure. (B)(4).